Manufacturer narrative:
Evaluation summary: the full lead was returned, analyzed. No anomalies were found, however the distal lv (low voltage) electrode of the lead was covered in blood, the helix of the lead was extrinsically bent, and visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that there was decreased r-wave amplitude noted during a follow-up visit about six weeks after implant. During a second follow-up visit, there was no capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.